Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h11. Corrected fields: d5, e1 (the contact information must remain blank, the name of the establishment is corrected), g2 (remove other and user facility). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected/prevented by following the instructions for use which state: instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the device evaluation found the following: due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; nozzle has foreign objects; due to damage on upwards/downwards knob, water tightness is lost; due to a crack on plug unit. Water tightness is lost, adhesive on bending section cover or distal sheath rubber has a chip, adhesive on bending section cover or distal sheath rubber has a white-clouded area, switch1 has a cut, forceps elevator lever is deformed, plug unit has a crack, adhesive around objective lens is peeled, objective lens has a crack, adhesive around light guide lens is peeled, distal end cover has a scratch, connecting tube has a scratch, adhesive around light guide lens is peeled, universal cord has a wrinkle, switch4 has wear, switch3 has a scratch, paint on suction cylinder is peeled and plug unit has a crack. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the colonovideoscope had a foreign matter coming out of the nozzle. There were no reports of patient involvement.